Event description:
It was reported that prior to use "staple jamming". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 30 staples remaining in the cover block, indicating that at least five staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first five staples fired properly. The remaining were inserted into a simulated skin pad. It was observed that several staples did not form correctly. Die casting anomalies were observed on the forming tool. It could not be conclusively determined what caused the staples to misalign. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component was also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that prior to use "staple jamming". No patient involvement.